Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 during the last fill on the home choice (hc). The technical service representative (tsr) explained the alarm and the home patient (hp) stated there were no leaks, no unused lines open and the hp did not disconnect. The hp cycled the power to the system error 2367, closing the clamps and the hp stated the line came out of the heater bag. The tsr assisted the hp to end therapy as the hp had a supply delivery. The hp would call back to review the last fill volume (lfv) in the therapy log and retrieve the cassette. The tsr advised to let the registered nurse (rn) know about the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. The home patient (hp) stated that the line came out of the heater bag. The lot number is unknown; therefore a batch review will not be conducted. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. This issue is being investigated through CAPA.